Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. On the day of the event, the infusion device provided an occlusion alarm. The patient did not hear it while sleeping. The blood glucose result was 400 mg/dl on the patient's blood glucose monitor prior to the hospital visit. The patient was vomiting and dehydrated. The laboratory result at the hospital was 600 mg/dl. The patient was treated with insulin via the hospital's infusion device and she was given potassium. The patient was in the hospital for 6 days.